Manufacturer narrative:
The crest/thus downloads were successful. The pump was also received with a critical pump error (open book image) alarm and pump error 35 alarm is found in the downloaded history files due to corrosion and moisture damage on the electronics assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Insulin pump was cut/open to perform visual inspection and found moisture damage at the pcb1 and pcb2. The original pcb 1 was installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and no critical pump error occurred during testing. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and critical pump error occurred during testing due to corrosion and moisture damage on the electronics assembly. Insulin pump received with cracked battery tube threads and cracked case behind the pump near the battery tube compartment. Test reservoir/pcap lock properly inside the reservoir tube. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack along side battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.